Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unplugged and screen was black. A field service engineer (fse) re-plugged the station, after which the station database failed to start on boot up, and the issue was escalated to technical support specialist (tss) to check for missed transactions and rebuild the database. Tss remotely accessed station and identified the dsclientoltp database in suspect mode through ssms; knowledge article, how-to ¿ recover / repair a corrupted dsclientoltp database was followed, a corruption scan confirmed that repair allow data loss was required, and database files were backed up. Data synchronization status was verified, confirming no pending uploads, attempts to retrieve missing transactions from the station were unsuccessful due to multiple errors, so knowledge article, retrieving missing transactions from medapp and pas debug logs was referenced to obtain data from med application and debug logs. The data synchronization service was restarted and monitored successfully, a full station database backup was completed, and a full station synchronization was performed without dropping the database following knowledge article, proper datasync procedure & how to place new db in es station. Customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer and technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not power on. The user stated that the device had been turned off, and when they attempted to turn it back on, it failed to start. There were no adverse events or injuries reported based on this event.